Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked and bleeding lcd glass, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had a partial display anomaly; the bottom corner of the screen was black. The partial display anomaly occurred when the insulin pump was dropped during a battery change. The patient's blood glucose at the time of incident is unknown. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.